Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or bolus stopped alarm noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had bolus stopped alarm. The customer¿s blood glucose level was unknown. The customer stated that the discoloration on screen and insulin pump receives the no delivery alarm. The device will not be returned for the analysis.